Event description:
It was reported a physician used an expired f.a.d catheter system in a pt. Reportedly, the procedure was successful and there were no pt complications. No additional info was reported.

Manufacturer narrative:
Device not returned, followed up with company representative. Eval summary: one discyphor direct catheter was returned for eval. Visual inspection indicated: catheter is intact. Tear in the balloon but intact. No needles were returned, only the catheter was returned. Conclusion: the catheter was returned without the needles, therefore testing could not be conducted. The failure mode was not repeatable.